Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having low blood glucose of 34 mg/dl, which was treated with glucose tablets. Troubleshooting was performed and customer was not sure if programming was correct. Customer reported that there was nothing unusual about his health or lifestyle. Customer was advised to monitor blood glucose and to contact healthcare professional regarding reason for low blood glucose.